Event description:
During paracentesis procedure, radiologist pulled back on catheter and small length of catheter was absent. Question of retention of foreign body, small length of catheter in pt. No reported pt injury.